Event description:
It was reported that upon interrogation of the device there was an observation of invalid data. The patient is undergoing radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.